Event description:
It was reported the intraocular lens (iol) decentered and was removed six weeks post operative. The iol was replaced without complication or patient injury.

Manufacturer narrative:
The lens was received cut in two pieces with a distorted haptic. While we are not able to definitively determine the origin of the damage to the device, our observation reasonably suggests that it was not manufacturing related. The iol met all manufacturing specifications prior to release.